Event description:
It was reported via legal documentation that approximately 27 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, and difficulty walking; polyethylene wear and device failure, disbursement of the polethylene liner into bone and other bodily structures, painful hip revision surgery to remove or revise the defective device, continued rehabilitation, medical care, and possibly additional surgeries.. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: 6547636 200-02-29 - three peg patella 29mm. 6976532 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. 7049296 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect clinical codes.